Event description:
The complainant reported that during an angiogram, the blood pressure transducer was reading low pressure. The physician began medicating the patient for low blood pressure when it was noted that the blood pressure cuff was measuring pressure double that of the transducer. The medication was discontinued and there was no harm or injury to the patient.

Manufacturer narrative:
Evaluation conclusions: other, the suspect device has not been returned to merit for evaluation. A follow-up report will be submitted when the device has been returned and the evaluation is complete.